Manufacturer narrative:
Correction h6 medical device problem code should have been fitting problem rather than failure to advance.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a system implant procedure. During the procedure, it was noted that the connecter sleeve was unable to completely slide over the left ventricular lead for threshold testing. It was noted that multiple connecter sleeves were attempted without success. The sleeve did not fit over the insulation. The lead was then connected to the pacemaker for testing and the procedure was completed. There were no patient consequences.